Event description:
Baxter (B)(4) received a report that one (1) ce intermate lv 100 device ruptured during filling. The device was being filled with vancomycin. This occurred prior to patient use. There was no report of patient involvement, medical intervention. No additional information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.